Manufacturer narrative:
The device was explanted but not returned. The manufacturing and sterilization records were reviewed and no non-conformities were found.

Event description:
It was reported to nevro that during the implant procedure the patient experienced a leakage of cerebrospinal fluid, which resulted in an infection. The device was removed and the patient is currently recovering. There have been no reports of further complications regarding this event.